Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va09q1b, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient programmer will not power up and they have had return of symptoms. A loss of therapeutic effect began the day of report event date. She has been doing good and hasn¿t had to use the programmer, but the day of event date she wet her diaper. The patient was trying to use the programmer during the call and the screen was blank. She has never changed the batteries because she has never had to use the programmer until today. They were using family dollar super heavy duty batteries. It was suggested that she get a brand new set of alkaline aaa batteries. She will have to wait for assistance to change the batteries.

Event description:
Additional information received indicated that therapy loss and programm (pp) issues reported in previous call had improved. The patient had not had to use pp and she had only wet the bed 1 time since (on monday) and healthcare provider was notified. The patient did not have concerns about their device or therapy .the patient had received assistance about pp batteries and was resolved. The patient stated the therapy was better and the pp was functioning well with new batteries. The patient was not still having concerns with ins therapy/device.